Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call customer's pump is alarming failed battery. The customer's blood glucose are ranging from 400-500mg/dl. The customer's mother declined to trouble shoot for high blood glucose levels. The customer's mother states has been sent a battery cap over a year ago and customer discontinue using the pump, and started to use the pump again. The customer's mother states cannot clear alarm. The customer was assisted with trouble shooting and pump did not alarm failed battery. The customer was shipped a battery cap but customer called back stating pump alarmed failed battery. The pump replacement form has been sent to local office. The pump will be returning for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.